Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was refilled the day of the report. The patient was admitted to the hospital because he became confused, had altered mental status, was wobbly, shaky, and unable to speak correctly. The patient was set to minimum rate. It was indicated that there were filling difficulties and there was a possible pocket fill. The event required the patient to be hospitalized and reprogrammed. The patient status at the time of the event was alive and no injury. The pump was used to deliver dilaudid and bupivacaine. Additional information was requested, but had not been received as of the date of this report.

Event description:
It was later reported and confirmed that there was a pocket fill. It was noted that the patient is doing fine and is receiving effective therapy at the time of report.